Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the light guide cable buckled, the suction channel buckled, the angle wire play, the lg cable connector corroded, the air/water nozzle missing, the segment steel braid deformed, the operation channel leak, the insertion flexible tube (ift) leak, the control body dirty, the junction case loosened, the r/l lock knob improper adjustment, the distal body worn out, and the ccd driver pcb defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).